Event description:
The patient reported that the v-go fell off after 5 hours of use. The patient stated he was sweating excessively while working. The patient currently wears the v-go on the thigh. T the patient discarded the device.